Event description:
It was reported that the procedure was to treat a de novo eccentric lesion with 75% stenosis, mild tortuosity, and mild calcification in the iliac artery. An armada 35 9.0x40 mm percutaneous transluminal angioplasty (pta) catheter was advanced without resistance toward the target lesion and used for pre-dilatation. The pta catheter was pressurized but the pressure indicator did not increase. When confirming on angiography, the pta balloon was confirmed to be inflated but it is unknown to what extent. The pta catheter was checked and leakage was observed from the distal end of the hub (inflation port). The pta catheter was simply withdrawn from the patient anatomy without issue. The armada 35 pta catheter was prepped per the instructions for use without any issues noted. The procedure was continued using a new armada 35 7.0x40 mm pta catheter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, the reported inflation issue and leak could not be confirmed. A search of the complaint handling system confirmed there were no other incidents reported for leaks from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records; however, based on an expanded investigation; a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.